Manufacturer narrative:
The explanted microstent and the delivery system used for explantation were returned for evaluation. The microstent met dimensional and visual specifications. The device history records were reviewed for this manufacturing lot and all released product met specification. The etiology of the findings excluding epithelial defects is likely related to implantation in a narrow anterior chamber angle resulting in contact of the microstent inlet with the iris and the cornea. Corneal edema, hyphema, keratitis, microstent-iris touch, microstent-corneal touch, ocular inflammation, shallow anterior chamber, ocular pain, blurry vision, and explantation are listed in the device labeling. Manufacturer reference #: (B)(4).

Event description:
A glaucoma suspect with narrow anterior chamber angles and plateau iris configuration underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. At 5-day post-operative exam corneal edema, hyphema and superficial punctate keratitis were observed nasally and steroid dosage was increased. Over the next week, stromal edema developed and the epithelial defect worsened with the appearance of a presumed dendritic lesion. Oral antivirals were initiated and topical steroid dosages were adjusted. Gonioscopy revealed a shallow anterior chamber and narrow angle with steep insertion of the iris. The hydrus was visible in close proximity to the cornea and iris and presumably touching the iris and cornea. On (B)(6) 2022, the hydrus microstent was explanted. Following explantation, the narrowing of the anterior chamber angle and corneal edema continued to worsen. Atropine treatment was successful in deepening the anterior chamber and an amniotic membrane was placed for the corneal epithelial defect. The patient will be seen by a glaucoma specialist after the cornea is healed, and the prognosis remains guarded. The treating physician stated the patient was most likely a poor candidate for the device because of a plateau iris configuration and narrow iridocorneal angle. The relationship of the hydrus microstent or procedure to the epithelial defect is unknown.